Manufacturer narrative:
The device was not received for evaluation and it was reported that the device is not available for return; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The warnings section of the device instructions for use indicates, "*do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle of a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. *do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." The warnings section of the device instructions for use (dfu) also indicates, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided a follow up medwatch will be submitted.

Event description:
Per medwatch, it was reported that: patient had retained procedural wire that traveled to the right pulmonary artery after dialysis catheter insertion in the operating room. The patient was taken to ir for retrieval of the wire. At the time of the writing of this report, it is unknown if the wire was successfully retrieved.